Event description:
A hospital reported via our distributor that the tubing of the bc2435 neonatal oxygen cannula became crimped with use. The cannula slide adjustment was set to hold the cannula in place behind the baby's head, rather than over the ears and under the chin. Apparently, the occlusion occurred behind the head. Securing nasal cannula in this fashion has become a typical standard of practice at this facility. No patient consequence was reported.

Manufacturer narrative:
The device was unavailable for inspection. The information provided is based on the event description. Results: a lot check revealed that this was the only complaint for the lot number. The oxygen cannula tubing is directed from the nose over the ears and to the rear of the baby's head. This allows the connection to the breathing tube away from the patient. The other method is to direct the tubing over the ears and under the chin, connecting the breathing tube over the patient's chest. A slider is moved to tighten the tubing where it bifurcates at the head or chin. If there is too much tightening, the slider can cause the tubing to kink. Conclusion: the tubing is a small diameter, flexible, and light weight, for comfort and unobtrusiveness, but makes the tubing easier to kink. The instructions for use say to check that the tubing is not kinked. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0056%.